Manufacturer narrative:
Product ID 3889-28, lot# va0b6zm, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was not getting relief from therapy. The patient¿s trial was reportedly ¿amazing¿ and it took the pain away. Additionally, the patient felt stimulation constantly during the trial. The patient was now feeling stimulation intermittently; it went on for 15 second and then off for 5 seconds. The reporter indicated that the device helped right after implant until five days after the device was implanted when the patient got a bladder infection and had been in and out of the hospital with ¿different infections¿ since then through (B)(6). The patient reportedly went to see their healthcare provider (hcp) in the beginning of (B)(6) due to urethral spasms, which the hcp thought the device may have been triggering. The patient¿s implantable neurostimulator (ins) had been turned off the beginning or middle of (B)(6) because of a hospital stay due to a urinary tract infection (uti). The patient was advised to leave it off until the infection cleared. The utis were reportedly ¿a constant thing¿ and had resulted in hospitalizations twice a week each time to get the uti cleared up. It was noted that the patient had gotten utis often even before the device was implanted. The patient had also had 3 foley catheters put in since implant but didn¿t have any at the time of the report. The ins was turned back on two weeks prior to the report. The patient had reportedly tried all four programs for at least one day and one night. The patient had also left it on the program that was helping her before for a couple of days but her body ¿tensed up¿. The patient felt it in a ¿different place¿ while in ¿different positions¿. Stimulation was reportedly in the bicycle seat area. At the patient¿s last appointment, the patient was advised to have programs changed to ¿make it work better like the trial¿. Follow-up with the patient¿s healthcare provider indicated that the patient was prescribed antibiotics for the uti on (B)(6) 2013. The patient reportedly experienced swelling of the lower legs and pelvic pain. No patient outcome was provided.